Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the staple guides noted the instruments were fully applied. The anvils of the instruments were observed to be tilted and attached to the instruments. A microscope examination of the devices displayed nicks on the knife blades. In addition, deep knife impressions and cross cutting staples were observed along the cutline impression in the cutting rings/mylar covers. Functionally, the devices were reloaded with full complements of staples and applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damages and the staple lines were properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4):"tumor debulking was made for a radiotherapy after the surgery."

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during surgery to create a temporary, protective stoma, when the device was fired the anastomosis both rings were complete and there was an intra-operative air leak. The surgeon used a second device for re-resection and again made an anastomosis. The surgeon encountered difficulty removing the device and removed the stapler with her fingers out of the anastomosis. Due to this issue the anastomosis was oversewed. Sizers were not used. The procedure was extended by more than 30 minutes. No adverse event was reported related to the delay in surgery. There was no blood loss, no extension of incision, no loss or damage to tissue, and no reinforcement material used. Patient status: stable.